Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that when the site went to verify instruments all the tool cards were greyed out. When the tried to remove them and re-add them the issue persisted. Reboots did not resolve this issue. Troubleshooting found picture of the tool cards uploaded as versions of tools. In the list of software to uninstall, the spine tools was not present. Site installed the tools 28 again and were then able to see the tool cards. Troubleshooting found that the spine tools software had somehow been removed from the system, so the site reloaded the disc and the issue was resolved. Navigation was aborted. There was no patient impact reported and a less than one hour delay to surgery.